Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Manufacturer report number 1627487-2019-04157, manufacturer report number 1627487-2019-04158, manufacturer report number 1627487-2019-04161, manufacturer report number 1627487-2019-04162. It was reported that the patient never experienced effective therapy. Impedance values were stable. The device system was explanted. Patient was stable.

Event description:
Manufacturer report number 1627487-2019-04157;manufacturer report number 1627487-2019-04158;manufacturer report number 1627487-2019-04161;manufacturer report number 1627487-2019-04162.